Manufacturer narrative:
Consumer reported experiencing burning and pain after inserting lens that had soaked overnight in product. Consumer reported difficulty in removing lens due to the pain. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint sample was not returned for evaluation and the lot number was not provided. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema. The symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. There was no product returned, and no product lot was reported.

Event description:
Consumer reported experiencing burning and pain after inserting lens that had soaked overnight in product. Consumer reported difficulty in removing lens due to the pain. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.